Manufacturer narrative:
Unique identifier (UDI) # - the UDI number is not available as the product code and serial number are unknown. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump did not deliver medication during therapy. The user thought that the medication was being delivered but when they went back to check the pump it had not infused. The pump indicated it was delivering but it did not. There was no report of patient injury or medical intervention associated with this event. No additional information is available.